Event description:
It was reported that the unspecified bd¿ insulin syringe was missing some scale markings. The following information was provided by the initial reporter, translated from portuguese: "enquiry: I bought a box of insulin needles and they have a printing fault on the application measurement scale. Usually the first lines of 0.5 and 1 iu are not printed on the syringe."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2023-01898 was sent in error. This complaint file was created in error as duplicate. MFR#: 2243072-2023-01898 is void as a result.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ insulin syringe was missing some scale markings. The following information was provided by the initial reporter, translated from portuguese: "enquiry: I bought a box of insulin needles and they have a printing fault on the application measurement scale. Usually the first lines of 0.5 and 1 iu are not printed on the syringe."